Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4), serial: (B)(4), batch: a000119326.

Event description:
It was reported that patient experienced ineffective stimulation. Targeted pain pattern is the back and legs; however, uncomfortable stimulation is being felt in the rib cage area. Imaging has been taken a few times and there is no issue with lead placement or migration. Reprogramming was attempted to no avail as it was determined that traditional programming would not work due to patient¿s severe scoliosis and other anatomical issues. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.